Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the customer tripped over the trolley cable, causing it to be ripped out. After reconnecting the cable, only the tl400 failed to power on while the other devices on the trolley were functioning properly, indicating that the trolley cable is operational. The surgeon was unable to complete the procedure.